Manufacturer narrative:
The pod was received deployed. Multiple attempts made to download the data with the pod unopened were unsuccessful. The battery voltages were measured to be below the expected. An external power source was used to download the data. Multiple attempts made to download the data with the pod connected to an external power source were unsuccessful. Communication could not be established between the pod and the master pdm. Without the data, it could not be determined if the pod successfully delivered insulin. A tear was found on the exposed portion of the soft cannula. It could not be determined when the cannula was damaged. Corrosion was found on the top battery. It could not be determined what caused the corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, patient drank fluids, boluses were delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).